Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection noted dried saline on the luer, the distal end, and inside several irrigation ports. Continuity checks revealed no electrical opens or shorts and all electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested and all lumen pressure decay values were with in range. No anomalies were found within the catheter handle cavity or the distal end. N evidence of a leak was observed inside the handle, shaft or distal end. Additional electrical testing with a metrq pump revealed an increase in resistance measurement during irrigation. The exact source of the leak could not be identified. Insulation cracks to the thermocouple wires in the tip area can cause the high temperature issue reported by the field.

Event description:
Reportable based on device analysis completed on 02/03/2021. During an ablation procedure a intellanav mifi catheter was selected for use. It was reported that the catheter reading indicated an error "temperature too high" at 70 degrees celsius. The ablation cable was exchanged, however, the temperature reading remained the same. The issue was resolved by switching the catheter. The procedure was completed successfully without any patient complications. However, device analysis revealed evidence of fluid leak.